Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The pump history was downloaded and printed by the user facility. A review of the most recent activity on the history showed that the pump was powered on at 1301. The device was programmed in the pca only mode to deliver a drug concentration of 0.2mg/ml, with a 1mg loading dose, a 0.2mg pca dose, and a 30 minute patient lockout. No 4 hour limit was selected. At 1307, the door was locked. At 1448, the door was opened twice, locked once, a total of 1mg was cleared, and the device was powered off.

Event description:
Report received of an overdelivery. The device was programmed in the pca only mode to deliver dilaudid 0.2mg/ml, with a 1mg loading dose, a 0.2mg pca dose, a 30 minute patient lockout, and no 4 hour limit was selected. During nursing rounds, approximately 1 1/2 hours after programming the device, a nurse reportedly noted that there were no patient demands on the display history, however, 7.5 mg had delivered from the syringe. The customer reported that the concentration was verified to be correct. The patient was treated with 2 unspecified doses of narcan, was alert and recovered. There were no reported adverse patient sequelae. The device was removed from clinical service. Though requested, no additional information was provided.